Manufacturer narrative:
Follow up to be sent if additional information is received

Event description:
Consumer advised provider that he was riding his chair across the street when one of the footrest got caught on the street causing him to fall out of his chair. Consumer did not claim any injury. Consumer reported that the footrest were getting caught on corners during use prior to the incident. No additional information provided.